Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high impedance and was fractured. It was also reported that upon extraction of the rv lead the right atrial (ra) lead was also removed as it was adhered to the rv lead. Both the ra and rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned but full analysis could not be performed due to legal restrictions. A proximal portion was received measuring 16 cm. A distal portion was received measuring 45 cm. The distal conductor of the lead was extrinsically over-rotated, the interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652, implantable pacing lead, (B)(6) 2007. (B)(4).